Manufacturer narrative:
This report is based solely on the customer reported issue of the alarm function not triggering. Multiple attempts to get additional information have been made, but no new information has been received. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint. The instructions for use were reviewed, and determined to provide adequate instructions and warnings for the safe and effective use of the device. Based on the age of the device, normal wear and tear may have contributed to the malfunction. Therefore, no corrective or preventive actions are necessary. All complaints are trended, and reviewed by management on a monthly basis. As part of this monthly review, any excursions above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file #: (B)(4).

Event description:
Customer reported during maintenance it was determined that the alarm function does not trigger. The alarm function will not trigger even if only one connection (co2/air) is plugged in. This was discovered during maintenance. No patient incident was reported.